Event description:
This follow-up MDR is created to document the additional event information received for record #626649. According to the available information this inflatable device was implanted on (B)(6) 2015 and removed/replaced on (B)(6) 2020 due to a tubing fracture. Additional information received from the regional sales director indicated: ¿tubing from pump to reservoir fractured just above connectors on the pump inlet tubing.¿ a titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation at the strain relief/exhaust tubing junction of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Surface abrasion was noted on all pump tubing, and on the exhaust tubing of cylinder 1, 2, and the reservoir inlet tubing. A partial separation was noted at the strain relief of the reservoir. Testing revealed this to be a site of leakage. No functional abnormalities were noted with the pump, cylinder 2, or reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on all tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the cylinder exhaust tubing to be kinked backwards and separate. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing from pump to reservoir fractured just above connectors on the pump inlet tubing. The device was removed/replaced. Device returning. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.